Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was sticking on the device. It was also noted that the device had no power and did not function when the mode switch was set to the right on button. It was further noted that the electronic control unit was damaged and only functioned in one setting. It was noted that the electronic motor had an unusual noise and vibration and the trigger components had an unknown substance on them. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was reported as unknown in the initial report. The device manufacture date has been updated as feb 28, 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date is currently unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the battery oscillator device had an unknown malfunction. There was a 10 minute delay in the surgical procedure and an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.